Manufacturer narrative:
Title: robot assisted renal allograft nephrectomy: initial case series and description of technique source: urology 146, 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year july 2014 and april 2018) this study aimed to assess the outcome of a laparoscopic and robotics assisted transplant allograft nephrectomy. A 45 mm, vascular/ten reloads was used to divide the renal artery and vein are divided with separate staple loads. It was stated that this should be done with extreme care in order to avoid inadvertent transection of the native external iliac vessels. There were 15 patients in the study and complications included: blood transfusion and injury to the external iliac artery and vein requiring conversion to open procedure and repair. One death was due to pulmonary embolism and not device related. Complication of cystostomy was not related to the device.